Event description:
While performing lap chole, kumar catheter tip broke off in pt while being removed from kumar non-disposable instrument. The tip was removed before closure. (B)(6). FDA safety report ID# (B)(4).